Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.

Event description:
It was reported that the day after implant, the right ventricular lead dislodged. The helix of the lead appeared bent and tissue was observed on the helix housing. The lead was removed and replaced. No patient complications have been reported as a result of this event.